Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the reported unresponsive keypad was unable to be duplicated during investigation. There was no damage found to the keypad. The keypad buttons were found to be responsive to button presses. The buttons were found to have normal spring back and click. The keypad cover was removed; no contamination was found under the button key contacts. The pump was opened; the keypad flex was found to be firmly seated in the connector; no signs of damage or contamination were found on flex or the connector. Unrelated to the complaint, the display screen was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the up/down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.